Event description:
Caller reported blood glucose results of 350 mg/dl and 143 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 443 mg/dl and 214 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 350 mg/dl and 143 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 443 mg/dl and 214 mg/dl within 10 minutes on of blood glucose results of 443 mg/dl and 214 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.